Event description:
Physician reports that during two separate lens replacement procedures the leading haptic of the intraocular lens tore the posterior capsule. According to the physician no previous hole was noted in the capsule. Cause of this event is undeterminable at this time.